Event description:
A pt reported blood glucose results of 446,271 and 255 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips were in good condition, codes matched, and the testing technique was correct. The pt did not have any control solution available. Meter, control solution, and test strips are being sent to the pt.